Manufacturer narrative:
Visual inspection noted the helix was deformed out of specification. The helix deformation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The device was removed and replaced. There were no patient consequences.